Event description:
This was a left-sided lead extraction procedure to remove four cardiac leads due to bacteremia/cied system infection (crtd system and 1 retained capped lead planned for extraction). The 4 leads were prepped with lld-ez locking stylets and a 14f glidelight laser sheath was opened and prepped. The lv lead (sjm 1458q, implanted (B)(6)) was attempted first and was removed with only counter-traction on the lead. The sjm durata 7121q rv ICD lead (implanted (B)(6)) was removed with about 60 seconds of laser sheath usage. The atrial lead (sjm 1688tc, implanted (B)(6)) was also removed with the laser sheath. The 14f glidelight was then used on the capped sjm riata 1590 rv lead (implanted (B)(6)) with advancement to the mid-innominate vein with heavy scarring encountered to this point on the ICD lead. The physician decided to upsize and a 16f glidelight laser sheath was opened. The 16f was used with more progress and advancement down the lead. The heel/elbow of the riata lead was adhered to the ivc with noted scarring with failure to progress through this area. At this point, the patient experienced hypotensive pressure change. The cv surgeon elected to perform a sternotomy and surgically rescue with pump bypass to repair a nickel size hole in the ivc. The patient survived the intervention.